Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab broke while closing the surgical wound. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ tric,losan, ¿ dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 2360 ¿g/m.